Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device sought medical care due audible beeping tones. A device fault code was exhibited during interrogation, indicating a possible battery depletion anomaly. Data was then forwarded for an engineering level longevity analysis and to ensure the error was valid. Data analysis confirmed the error was appropriate and explant has been recommended due to a faster than anticipated rate of battery consumption. No adverse patient effects have been reported at this time. Subsequently the device was explanted and returned for laboratory analysis. No information communicated at the time of explant.

Manufacturer narrative:
(B)(4). Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device sought medical care due audible beeping tones. A device fault code was exhibited during interrogation, indicating a possible battery depletion anomaly. Data was then forwarded for an engineering level longevity analysis and to ensure the error was valid. Data analysis confirmed the error was appropriate and explant recommended due to a faster than anticipated rate of battery consumption. No adverse patient effects have been reported and to date, no information has been received regarding product removal.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation. The device case was opened and visual inspection revealed no irregularities. Analysis concluded that the battery had depleted earlier than expected; however, engineers failed to ascertain the root cause of the high current source. Exhaustive analysis was able to confirm no battery anomalies and that the earlier than expected depletion, was the result of a unsourced high current draw, which resulted in a premature depletion.

Event description:
Boston scientific received information that the patient with this device sought medical care due audible beeping tones. A device fault code was exhibited during interrogation, indicating a possible battery depletion anomaly. Data was then forwarded for an engineering level longevity analysis and to ensure the error was valid. Data analysis confirmed the error was appropriate and explant recommended due to a faster than anticipated rate of battery consumption. No adverse patient effects were reported. Subsequently, the device was explanted and returned for laboratory analysis. No information communicated at the time of explant.